Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified an opening on the radius and yellow particles. Leak test and microscopic analysis was performed which identified a sharp opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening. Reason for reoperation is deflation.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Manufacturer of the device is unknown. Device remains implanted.